Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that a washout and revision surgery was performed due to infection. It is noted that patient records nor the explant are available. Without any supporting medical documentation, the reported event cannot be assessed and a thorough medical assessment cannot be performed. In the event of medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a complication that can be associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that the primary procedure was performed on (B)(6) 2019. On (B)(6) 2020 a washout and revision surgery was performed due to infection. The insert was removed and replaced with 7145321. Patient records and explant are not available.